Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2013, the patient experienced the fracture of the post of an implant. This adverse event was treated by a revision surgery on (B)(6) 2026, in which one (1) lgn ps high flex xlpe sz 7-8 11mm was exchanged. Case proceeded uneventfully. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h11: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, a definitive root cause for the articulating post fracture cannot be determined based on the available information. Imaging suggests a possible displaced post and/or subluxated insert; however, this cannot be confirmed due to limited radiographic visibility and missing revision operative details. Key clinical information is unavailable, and while implant fracture is a known potential adverse effect associated with mechanical stress or duration of service, the reviewed documentation does not support a specific contributing factor. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. Also, in possible adverse effects states that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specifications, the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene (uhmwpe) bar stock shall be controlled. This material is used in the manufacture of surgical implants and can be considered a surgical grade of cross-linked polyethylene. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated.